Event description:
It was reported pt was in hospital going through withdrawals. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4)